Manufacturer narrative:
Meter was returned for evaluation to (B)(4) (importer and complaint handler). Meter was returned and evaluated and performed to specification. No failures detected. Apex (manufacturer) performed evaluation and confirmed the problem with returned meter (B)(4). Corrective actions are initiated to improve the problem. (B)(4).

Event description:
(B)(6) pharmacist calling on behalf of customer. Customer gave permission to speak with (B)(6). (B)(4). Caller has owned meter for two years. Customer went to the pharmacy because her meter giving results in mmol/l. (B)(6) wanted to know how to go about changing it back to mg/dl. I explained to (B)(6) that there is no way to go about doing so and we would bave to replace the meter. Please replace meter and send return label.